Event description:
Hamilton company was informed in 2003 of an event that occurred in 2003, in which the hamilton microlab at + 2 instrument reportedly aspirated and dispensed reagent twice in one row and did not gererate an error message. No death or injury resulted from this event.